Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing. There was no pt manipulation or trauma at the device site that may have contributed to the reported event. X-rays were taken to assess the integrity of the device but no anomalies were visualized according to the physician's assessment. Diagnostic tests performed on the pt's device revealed proper device function in (B)(6) 2009. Pt has been scheduled for revision surgery. Good faith attempts to obtain additional info regarding the reported event and x-ray view of the device for review have been unsuccessful to date.